Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned scepter balloon found cured onyx throughout the guidewire lumen. The physical evaluation of the device could not determine if the onyx was in this condition during the procedure. If the procedure/process time exceed the working time of the onyx, then the user could experience difficulties injecting additional onyx due to the onyx starting to cure. Since the condition of the returned balloon prevented replication testing, the complaint will be considered non-verifiable. The instructions for use (IFU) identifies intracerebral/intracranial hemorrhage as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization with liquid embolic procedure, the onyx could not be injected through the scepter mini catheter. The scepter mini was deflated and another injection attempt was performed and some onyx went through, but again could not be injected. The scepter mini was deflated and pulled back a few millimeters. A contrast run was performed and it was observed that the patient had a bleed. Everything was removed from the patient and the procedure was aborted. The onyx did not reflux around the catheter. Reportedly, it was unknown if the bleed is attributable to the scepter mini or if it was responsible for a perforation. No secondary intervention was taken. The patient is reported to be getting better.